Manufacturer narrative:
(B)(4). Product returned but evaluation is in progress. Mlurc: user had an inaccurate reference according with the complaint.

Event description:
Consumer reported complaint for high blood glucose test results. Health care professional calling on behalf of patient. The expected fasting blood glucose test result range is not known. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from truebalance meter to contour meter. Back to back blood test performed by customer non-fasting on (B)(6) 2015 11:08am produced test results of 402 mg/dl using truebalance meter and 188 mg/dl using contour meter. The product is stored by customer according to specification in the exam room. The test strip lot manufacturer's expiration date is 09/28/2017 and open vial date is week of (B)(6) 2015. The meter is used in a physician's office setting and with multiple patients. The meter memory recalled for test results performed with test strip lot# bs4642: (B)(6). Adverse event not reported.